Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was sample leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the separating agent was coming up to near the cap and the sample leaked during centrifugation."

Manufacturer narrative:
Investigation summary: bd received 2 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for gel issues was observed. Return sample review: 2 unused samples were returned to bd japan. After examination of the returned samples bd japan confirmed the defect. Photo review: bdj provided photos of the tubes received for review: 5 photographs were attached showing the gel adhered to upper part of the tubes. Retention sample testing: 100 retained samples were visually inspected, and no defects were found. 4 retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel issues based on the return samples received, however poor barrier separation was not confirmed, since retention sample testing was satisfactory and photos did not show this defect. Bd was not able to identify a root cause for the indicated failure mode. A complaint history review indicated this is the only complaint received for this defect.

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier separation was not observed. 100 retained samples were visually inspected, and no defects were found. 4 retained samples from the same lot number were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected. 2 unused samples were returned to bd japan. After examination of the returned samples bd japan confirmed the defect. 2 unused samples were received in bd plymouth for further investigation. Gel run down was observed on the inner wall of the tube. 2 returned samples were therefore drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. The gel separated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was sample leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the separating agent was coming up to near the cap and the sample leaked during centrifugation."